Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent, and the proximal conductor kinked. No further helix function test possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's right atrial (ra) lead became dislodged and was confirmed by x-ray. The physician attempted to revise the lead, however, the lead helix would not extend or retract. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.